Event description:
It was reported that the cot was raised with a pt on it then it allegedly collapsed to the ground. No pt injury. One of the crew members allegedly sustained an injury that required medical intervention. The ambulance service manager refused to disclose any details of the alleged crew member injury but did confirm that medical intervention was required.